Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that identified a pump failed functional activation test could affect the functionality of the pump. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000299440 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction with the returned devices. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced issues with a sticky pump. All components of the inflatable penile prosthesis (ipp) were removed. No further complications were reported in relation to this event.